Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. D4: batch # t5eh1u. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present indicating that the device had not been fired, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the device cut? No tissue was cut at this unintended position. Was the cut line fully circumferential around the target tissue? N/a, no tissue was cut. Could you please clarify if there were any patient consequences? The patient had a new device inserted and the procedure was completed as intended with no harm to the patient from this event. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification requested on the following: it was shared that the device did not cut, and staples were protruding halfway around the gun. Were the other staples (the half of the staples that were not protruded) deployed on the tissue? Or, were these staples seen in the surgical field? Please confirm the product code for the device that was used in the procedure as it was reported that the device fired when sho¿s hands were not in position to fire. The device reported is manual not powered. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the cdh used in theatre today. The sho was at the bottom end with the gun. Following close instructions from the surgeon, the sho was asked to move her hands and then we heard the crunch, as in it fired. The sho was not in the position to fire and the safety was on, however it fired with the safety on. We removed the gun, acquired a second and anastomosed as usual. On examination of the fired gun, the staples are protruding halfway round the gun. Procedure: unknown.